Manufacturer narrative:
(B)(4). The device was evaluated onsite by a baxter field service engineer. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) that the device failed air detector and cannot be reset. The process step is unknown; patient involvement or injury are unknown. Medical intervention is unknown

Manufacturer narrative:
(B)(4). The customer reported "an issue with one u0707 tina single pump (B)(4), serial# unknown, product code s1000l3p. The customer stated that the device failed air detector and cannot be reset." There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. Because the complaint could not be confirmed, root cause could not be determined.